Event description:
It was initially reported that the patient seizures were on occasion were more severe compared to past seizures. Good faith attempts for additional information have been unsuccessful to date.